Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test. No unexpected excessive no delivery alarm or rewind anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported receiving a no delivery alarm on the insulin pump. Customer's mother also stated that the insulin pump was stuck in a rewind loop. The insulin pump's alarm history showed that five no delivery alarms had been returned the day before that call. Blood glucose level at the time of the call was not provided. No further information was provided.